Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal after failed ercp (endoscopic retrograde cholangiopancreatography) to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) "2925". During the procedure, the first flange was deployed outside the bile duct. The physician did not deploy the second flange. The stent was removed from the scope, and a biliary stent was placed over the guidewire, which was still in place. Therefore, the procedure was completed using a different device. It was reported that the patient experienced a bile leak which was managed with the placement of a biliary stent and administration of antibiotics (ertapenem and ampicillin). In addition, the patient was hospitalized beyond the standard of care, and the mentioned antibiotics were administered for 5 days. The patient was reported as recovered.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf patient code e1108 captures the reportable event of biliary leak. Imdrf impact code f2303 captures the reportable event of medication required (antibiotics). Imdrf impact code f2301 captures the reportable event of additional device required (biliary stent). Imdrf impact code f08 captures the reportable event of hospitalization.